Event description:
On (B)(4) 2011, it was reported that during a rescue attempt, the device reported a low battery warning. The pt was not resuscitated.

Manufacturer narrative:
The end customer reported, the device reported a low battery warning during use. Neither the device nor the electronic history record has been returned to assist with the investigation. Add'l attempts will be made and a f/u MDR will be filed if add'l info becomes available.